Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/5/2023. H6 component code: g07002 incomplete device returned. H3 investigational summary: the product was returned incomplete to ethicon for evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation, only one empty opened foil. A manufacturing record evaluation was performed for the finished device lot number nw2777p/t2025, and no non-conformances related to the reported complaint condition were identified. As part of ethicon's quality process, each batch is randomly visually inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01176, 2210968-2023-01177, 2210968-2023-01178 and 2210968-2023-01179.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/7/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received for product code nw2777, lot t2025, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, the following was obtained: could you please clarify if the patient suffered from any signs or consequence due to the issue? Please provide more information. No adverse effects reported w.r.t patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-01176, 2210968-2023-01177, 2210968-2023-01178 and 2210968-2023-01179.

Event description:
It was reported that a patient underwent an episiotomy repair procedure on (B)(6) 2023 and suture was used. The suture broke repeatedly during tying a knot. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if the patient suffered from any signs or consequence due to the issue? Please provide more information. What is the lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned. Related events captured via 2210968-2023-01177, 2210968-2023-01178 and 2210968-2023-01179.